Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating an end-to-end anastomosis using a double stapling technique during a laparoscopic sigmoidectomy for a diverticulitis case, the device was placed on the middle rectum, directly beside the transection stapling line. After firing and correctly closing of the device, the device did not crunch in a normal way even when the handle was fully squeezed. Instead, it was softer to fire as normal and there was only a click. The staple line was not complete. There was only one incomplete donut found, and many of the staples did not complete the "b" formation. Also, the device only partially cut the tissue. Because of the incomplete staple line, the rectal part was closed with a suture, and the sigmoid part was closed using a stapler. After that, a temporary anus praeter was created. The surgical procedure was extended 30 minutes or more.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Post market vigilance (pmv) will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.